Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no observable damage. The event history log was not reviewed. Functional testing was unable to replicate the reported issue; the pump passed all accuracy testing. The root cause was undetermined; however, the most probable cause was faulty customer equipment or test method. No further action was needed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device delivered under the expected value of 18.6ml. The event occurred during testing and was not related to physical damage or abuse. There was no delay in therapy, no patient involvement and no patient harm.